Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had three episodes of syncope. The patient's device was reprogrammed to adjust the lower rate from 45 to 60, turned off rate response and turned on the rate drop response feature. The device remains in use. No patient complications have been reported as a result of this event.